Manufacturer narrative:
Investigation is still ongoing. There is no information on the return of the device.

Event description:
As reported by implant patient registry, approximately 1 year and 2 months post transfemoral tavr procedure with a 23mm sapien 3 ultra valve in the aortic position the valve was explanted due to unknown reasons.

Manufacturer narrative:
This supplemental report is being submitted to retract the previously reported event. Medical records received during the complaint investigation confirmed the patient was admitted due to concern of non-ew mitral valve endocarditis treated with mitral valve replacement (mvr). Concomitant aortic valve replacement and reconstruction of aorto-mitral curtain (commando) procedures were performed to be able to access and visualize the mitral valve during the mvr. There was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness or performance of an edwards device. After investigation it has been determined that this event does not meet the criteria of a reportable event to the FDA.